Event description:
It was reported that during a procedure, the surgeon was using a reusable curved drill guide. Drill was visibly seen reaching laser line on back of drill guide. Surgeon used a different manufactures suture passer to pass blue #2 repair suture around the labrum. The blue repair suture was retrieved from accessory portal into cannula with shuttle stitch, folded over at blue marked line, and carefully shuttled into anchor. Once the surgeon felt resistance, the surgeon uses a gentle popping motions to deliver repair suture into knotless mechanism, shuttle stitch is retrieved from cannula and cast aside. Repair suture that was shuttled is now frayed and unraveling. The surgeon attempts to pull on repair stitch to cinch labrum down to glenoid, suture unravels further down to base of anchor. This happened with qty.5 of the ar-3638 and the case was completed by using a different lot number, with no further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.